Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was replaced and downsized. No additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was replaced and downsized. No additional patient complications were reported.